Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected/updated data: (date of report); (date received by manufacturer); (date of manufacture). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pt began experiencing difficulty walking including but not limited to loss of balance, stumbling, pain down the back of her legs, groin, right side of hip, and buttocks. It is further alleged pt underwent extensive medical treatment and that pt continued in her state of severe pain and discomfort, and remained severely limited in her ability to carry out normal functions, including sleep. Litigation papers also allege that pt's physician took x-rays and performed blood tests relevant to her prosthesis. The tests of pt's blood revealed that it had been contaminated with chromium and cobalt. The x-rays revealed the device had shifted position and became dislocated.